Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device for evaluation and repair of image defect. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the insertion serpentine tube coating was peeled of more than 1 millimeter square. This medwatch is being submitted for the issue of the peeled insertion serpentine tube observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the insertion serpentine tube coating was peeled of more than 1 millimeter square. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.